Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and stenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of event: date estimated.

Event description:
It was reported the patient had several stents implanted in his coronary over the last 10 years. An unknown xience stent was implanted on (B)(6) 2009 with no issue. At an unknown date the stent occluded and additional stents were implanted to reopen the stent. Approximately 12 months ago, the patient presented with chest pain. Scar tissue was noted around the previously implanted stents and radiation treatment was performed. It is not known if these were abbott stents. No additional information was provided.